Event description:
It was reported that the patient experienced an allergic reaction after using the product.

Event description:
It was reported by the consumer post implant a laparoscopic gastric band, the band eroded into the stomach. In (B)(6) 2009, the customer had minor discomfort in the area of the implant and had undergone a fluoroscopy and endoscopy procedure to determine the cause on pain. No issue with the device was noticed at this time. (B)(6), 2010, the patient had a sudden unexplained gastro-intestinal bleed and required two units of blood. An x-ray was performed which showed some irritation at the sight of the plication sutures. An endoscopy was performed and only an irritation was noticed around the stitching of stomach and the surgeon requested a follow-up in a month to 6 weeks. On (B)(6), 2010, the stomach irritation worsened and was described to be ulcer like, but no evidence of erosion. The patient was taking mobic for arthritis and this was discontinued. The patient had been taking this medication at the time the band was implanted. (B)(6), 2010 irritated area improving, however, an endoscopy was performed and the band was in the lumen of the stomach. The first adjustment/fill was in (B)(6) 2009 within 6 weeks of band implant. Consumer has successful weight loss until (B)(6) 2009. The patient is asymptomatic and the surgeon has elected not to removed the band until (B)(6) 2010. Exact date not scheduled.

Manufacturer narrative:
Product from this complaint was returned and evaluated. Our investigation analyzed and tested samples from all batches associated with this and related complaints. Tested batches included samples from our inventory, samples returned from the involved medical facilities as well as retained samples from the sponge suppler. Test results confirmed all products to be sterile. Our investigation could not determine the specific cause of patient reactions associated with this complaint. No product non-conformances were identified during our investigation.